Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (unable to secure to an electrode belt) has been confirmed. Upon investigation the monitor's electrode belt connector had damaged connector pins, preventing the monitor from securing to an electrode belt. The root cause for the damage was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to securely attach to an electrode belt.